Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: codes added to h6 type of investigation, corrected codes in h6 investigation findings, corrected codes in h6 investigation conclusions. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post-procedural care. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Stenosis of the sapien 3 ultra valve was confirmed based on the medical record received. Per the IFU, stenosis is a potential adverse event associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per the medical records received, the patient had diabetes mellitus (dm2) and hyperlipidemia (hld). Diabetes is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. In addition, hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the stenosis of the sapien 3 ultra valve. Paravalvular leak was confirmed based on the medical record. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. It is possible that pvl was caused by cardiac remodeling, leading to morphological changes in the aortic valve overtime and, thus, a compromised seal between the pvl skirt and target site. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 2 years, 6 months, and 25 days post implant of a 20 mm 9750tfx sapien 3 ultra valve in the aortic position via transfemoral approach, a valve in valve procedure with a 20 mm 9750tfx sapien 3 ultra valve was done due to stenosis and paravalvular leak (pvl). Post valve in valve procedure, the pvl and the valve gradient improved.